Event description:
A customer reported that before vitrectomy surgery, an ophthalmic system lamp not turning on and system error message displayed. The procedure was completed on the same day. No patient impact was reported.

Manufacturer narrative:
The company representative was able to replicate the reported event. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The root cause of the reported events is attributed to a nonconforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in section d.10 and h.11. The lamp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned lamp was installed into a calibrated system. The console started without any system message (sm). Both ports recognized the illuminator probe. The returned xenon lamp passed all functional tests. The reported event could not be replicated. The returned xenon lamp was working as intended. The root cause of the reported event is attributed to the wear/reliability of the system. The lamp was replaced and returned/tested. Actions taken per the service record resolved the reported event. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).